Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had high and low blood glucose levels; mainly low blood glucose before hospitalization on (B)(6) 2016. The caller stated that the customer had also had high blood glucose due to medication that she was on. The caller stated that the customer passed away in the hospital on (B)(6) 2016. The cause of death was cardiac arrest. The caller stated that the customer had an asthma attack which lead to pneumonia. The customer had issues with lungs, had heart disease and had a pacemaker, had a stroke ten years ago, and had urinary tract infections. The caller stated that the customer's last recorded blood glucose value was 334 mg/dl on (B)(6) 2016 at 6:38pm. The customer was not wearing the insulin pump at the time of death. It had been removed by the hospital two weeks prior to passing. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was returned with a depleted (B)(6) alkaline battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: on (B)(6) 2016 daily insulin total = 51.375u. At 22:48:42 pump suspended. On (B)(6) 2016 to (B)(6) 2016 daily insulin total = 0.000u.